Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"The videolaryngoscope has a loose connection. Sudden loss of image during intubation. This poses a life-threatening situation for the patient and her unborn child." No negative impact in state of health reported. However, further information about the patient outcome pending.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation has been completed on august 14, 2025. During the investigation, the following was found: the error description provided by the customer "sudden loss of image" was confirmed. In total the following defect was detected: · rear video socket defective. The device passed the quality check at the time of delivery. Based on the defect found during the technical inspection, it is concluded that the most likely cause of the damaged rear video socket is improper use by the user. There is no indication for a manufacturing failure. The device has not been repaired / maintained since the delivery in august 2022. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to usage. The event is filed under internal karl storz complaint ID: (B)(4).